Event description:
The customer's husband reported that the customer was hospitalized for high blood glucose levels because the buttons on the insulin pump stopped responding. The reported blood glucose reading was 253 mg/dl. Troubleshooting was performed, and the buttons were not functioning properly. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump had intermittent button response due to corroded keypad traces.